Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124e, product ID: etlw1616c124e . If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted in an endurant stent graft system for the prevention of neck dilation during the endovascular treatment of an abdominal aortic aneurysm. It was reported one day post the index procedure the patient was diagnosed with acute kidney injury with an elevated creatinine noted. Prolonged hospitalization, diuresis and medication were administered and the event remains unresolved and continuing with treatment. Per the investigator a contributing cause of the event was secondary to contrast used during the index procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Section information references the main component of the system. Other relevant devices are: etlw1616c124e; (B)(4) ; use by date: 2020-01-10; upn # (B)(4) mfg date; 2018-01-10 etlw1616c124e; (B)(4) ; use by date: 2020-07-17; upn # (B)(4) mfg date; 2018-07-18. If information is provided in the future, a supplemental report will be issued.